Event description:
The customer reported that there was some oozing at the apex of the seal. The surgeon commented that it was deep in the vascular pedicle. It was noticed that tension was applied to the tissue at this time as well. The settings of the forcetriad generator were at 2 bars. The surgeon continued the procedure with the original device.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. The IFU for this device warns the user to eliminate tension on the tissue when sealing and cutting to ensure proper function.